Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose level was 510 mg/dl with moderate ketone levels of 19-20 mg/dl; cause was due to occlusion. Reportedly, customer performed a supply change and delivered a correction bolus via pump to address bg level. Customer declined to perform further troubleshooting. No additional event information was available.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.